Event description:
It was reported that an emt fell to his knee when attempting to lift the cot into the ambulance. The emt had a MRI conducted and the MRI showed no permanent damage.

Manufacturer narrative:
It was reported that the footend release handle was operational, but the customer thought that it had to be pulled slightly more than usual.